Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that a patient was presented with a grade 5 functional tricuspid regurgitation for a triclip procedure. During the preparation, triclip steerable guide catheter(tsgc) was unable to hold column while deairing the flush port. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determined a cause for the reported leak/splash. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that a patient was presented with a grade 5 functional tricuspid regurgitation for a triclip procedure. During the preparation, triclip steerable guide catheter(tsgc) was unable to hold column while deairing the flush port. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.